Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display had unresponsive areas. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the complaint was confirmed; the cursor intermittently hesitated to follow the stylus. The connection between the display overlay and printed circuit board (pcb) was re-seated. The handle was broken and was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.